Event description:
Guidant ventak prism ii/vr ICD model pacemaker failure. The pacemaker had gone off while the patient was playing an electrical instrument. The device would not provide 5 sequential defibrillator discharges. The device and ventricular lead were replaced.